Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced fever and peritonitis, manifested by abdominal pain, and was hospitalized that day for the peritonitis. Diagnostic testing was not reported. On an unreported date, the patient was treated with vancomycin 500mg intravenously (IV) and ciprofloxacin 500mg orally. Other treatment included temporary hemodialysis due to negative fill and drain and for peritoneal dialysis catheter repositioning. At the time of this report, the patient remained hospitalized. The outcome of the fever and peritonitis and root cause of the periontitis was not reported. Action taken with dianeal was not reported. The physician did not provide an opinion of causality.